Event description:
#Medwatcher #followup 1 #FDA mw5055428 #(B)(4). I am being now diagnosed with type 2 diabetic, high colesterol, high blood pressure and fibromyalgia. I am on medication for all of symptoms. But not one doctor has yet offered an xray to confirm that essure is still in me where it should be, not one doctor has addressed yet my abdominal pain, cramps, hair loss, rash all over my body, body aches, nerve pain and muscle pain. My gyno offered to do a hysterectomy to see what pain it would eliminate but does not feel like my complains could be essure related. I had none of these issues prior to having essure implanted

Event description:
(B)(4). I had the essure placed in me in 2008 and I remember that my period was for over 1 month. I went for my 3 month check up and was told I was fine and essure was placed successful. Before essure my period was anywhere from 2-3 days and very light right after essure when I started having my period they have been for 5-7 days very heavy, when they are shorted they come with a lot of cramping, a lot of bleeding, my entire body is in pain, fatigue and bloated. Since about 2 years now I have been feeling fatigue every day, every day my joints are hurting, headaches, heartburn, swelling on legs, feed, hands and arms, weight gain, unable to loose weight no matter what I am doing and other symptoms